Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for unknown indication for use. It was reported the patient had leads removed on (B)(6) 2017. The patient had a sore throat and her throat swelled up causing an abscess to form in the throat. The patient had to go from the doctor¿s office to the hospital by ambulance and was still admitted. The patient had a CT scan done and it was believed this was caused by the tube placed in the patient¿s throat when she was put under. Any environmental/external/patient factors that may have led or contributed to the issue were not known. The issue was not resolved as of the time of the report. No further complications were reported or anticipated.